Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to defective generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, refer to (correction to) b3 and (new info within) b5.

Event description:
The malfunction was found during inspection for use. There was no patient or procedure involvement.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of error code e433 (permanent reboot/temporary failure) was confirmed. During start up there was no response, the screen was black. The power indicator on the front panel was not on, and the touch screen did not display. The spare high voltage power supply board was replaced. Upon restarting the device, they heard a "da da" sound. The touch screen displayed and after two seconds, error e433 (permanent reboot/temporary failure) was reported. The spare generator board was replaced, and the device functioned as normal. The device was repeatedly turned on and off and no error messages were found. According to the error log, e433 error occurred nineteen times. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer error code e433 (permanent reboot/temporary failure) while using hf unit "esg-400". There was no delay or patient harm reported due to the event.